Manufacturer narrative:
The device was not returned to stryker for evaluation. A stryker customer service specialist informed the customer the device is end of life and recommended to remove the device from service. A cause of the reported could not be determined.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.